Event description:
Procedure type: gastropexy. According to the reporter: 3 times out of the 5 loads used, the needles fell out of the device and into the patient's cavity. All the needles were retrieved. The surgeon was able to get a new load to work correctly to complete the case.